Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after performing fill tubing, the customer did not observe any insulin exiting the tubing after 19 units. The customer reconnected the tubing to the cartridge tubing and insulin was observed exiting the tubing. There was no impact to the customer's blood glucose level.